Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device generated an error indicating abnormal energy was delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. However, physio found that the device would not recognize the therapy cable when attached, and would not charge for shock. Physio replaced the device's therapy pcb assembly and quik-combo therapy connector to resolve the identified issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector and determined that the cause of the failure to recognize the therapy cable was due to an intermittent open wire on the therapy connector cable. Root cause for the abnormal energy message could not be determined.

Event description:
The customer contacted physio-control to report that their device generated an error indicating abnormal energy was delivered. There was no patient involvement reported with the event.